Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 540 mg/dl; details and nature of ER visit were not provided. Cause of bg was unknown. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to an alternate method of insulin therapy.